Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 22-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that during impella cp insertion the cp kinked in the aorta. A new impella was used successfully. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, the impella was unable to pass through due to patient¿s small vasculature as per the clinical description provided.